Event description:
The device was used during a total abdominal hysterectomy procedure. The instrument did not fire properly and the staple lines did not form properly. The surgeon sutured to complete the procedure without pt injury.